Event description:
It was reported that the customer had high blood glucose levels of 9.7 mmol/l. The customer reported a motor error alarm from the insulin pump during bolus. Troubleshooting was done.. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was able to rewind the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per the health care provider's instruction. No additional info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved with this event is paradigm real-time veo insulin infusion pump, which is not marketed in the u.s. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the u.s. (B)(4).